Manufacturer narrative:
This is 3/3 emdr (3rd emdr report). The device is not available to the manufacturer.

Event description:
It was reported that post successful deployment of the stent significant contrast extravasation was visualized due to vessel perforation from the lead wire of the stent, catheter, or guidewire (subject device), at the left m1/m2 bifurcation. Evd placed due to significant amount of blood, protomine was given by anesthesia to reverse the heparin that was given during procedure as a medical intervention . This did not stop the bleeding, so physician placed a balloon as a medical intervention in the m1 segment to stop and prevent future extravasation of blood into the brain, and subsequently decided to coil sacrifice the entire m1 segment. Patient is not responding to stimuli. Patient received a ventriculostomy in the procedure room immediately after the surgery. Patient also required hemicraniectomy for brain swelling a few days after procedure. Patient passed away. Cause of death is related to brain death due to sah and brain swelling. It is indeterminate if vessel perforation was caused by the stent, catheter or guidewire (subject device) lead wire.

Manufacturer narrative:
This is 3/3 emdr (3rd emdr report). Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that brain death of the patient occurred due to sah (subarachnoid hemorrhage) and brain swelling. It was indeterminate if the vessel perforation was caused by the synchro wire, xt-27 microcatheter or surpass evolve lead wire. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to the reported ¿patient vessel perforation', 'patient intracranial hemorrhage' and 'patient death'.

Event description:
It was reported that post successful deployment of the stent significant contrast extravasation was visualized due to vessel perforation from the lead wire of the stent, catheter, or guidewire (subject device), at the left m1/m2 bifurcation. Evd placed due to significant amount of blood, protomine was given by anesthesia to reverse the heparin that was given during procedure as a medical intervention . This did not stop the bleeding, so physician placed a balloon as a medical intervention in the m1 segment to stop and prevent future extravasation of blood into the brain, and subsequently decided to coil sacrifice the entire m1 segment. Patient is not responding to stimuli. Patient received a ventriculostomy in the procedure room immediately after the surgery. Patient also required hemicraniectomy for brain swelling a few days after procedure. Patient passed away. Cause of death is related to brain death due to sah and brain swelling. It is indeterminate if vessel perforation was caused by the stent, catheter or guidewire (subject device) lead wire.